Event description:
It was reported that episodes of inappropriate therapy were observed. The ventricular egms appeared to reveal crosstalk with atrial sensed events .the lead was examined under a chest x-ray and is dislodged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.